Event description:
It was reported that the device¿s sleep/wake button was unresponsive, and customer care guided the user through a firmware check and a device restart as troubleshooting and education. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included remote troubleshooting and user guidance to update firmware and perform a restart. Investigation of this case revealed a nonfunctional user interface control related to the sleep/wake button, with no additional device component issues identified through remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of replicable failure after guided restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.